Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that user noticed a chemo leak at the texium tubing and primary line within 1 hr. Of the infusion. The texium tubing on the male luer would not attached to the primary line due to the "spin collar was stripped". There was no patient or user harm .the event occurred in the inpatient chemo unit.

Event description:
It was reported that user noticed a chemo leak at the texium tubing and primary line within 1 hr. Of the infusion. The texium tubing on the male luer would not attached to the primary line due to the "stripped connector". There was no patient or user harm .the event occurred in the inpatient chemo unit.

Manufacturer narrative:
Correction on initial report: event description.